Manufacturer narrative:
(B)(4).

Event description:
A transmitter was returned for evaluation. An external visual inspection was performed and no defects were found. Voltage testing was performed and the transmitter had no voltage. There was no allegation against the device. A probable cause was unable to be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an adverse event. The patient¿s sister stated the transmitter was unable to pair with the receiver and had to resort to finger sticks. When the patient checked their finger stick, the reading was 26 mg/dl. The patient¿s father called the paramedics and the patient was taken to the hospital. It was indicated that the patient was in the hospital for 6-7 hours and then was released. At the time of contact, the patient was doing good. Additional patient or event information is not available.